Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the database shows lens coefficient clusters out of order. It was also reported that the site has noticed poor surgical results and the surgeon has had to do some intraocular lens exchanges. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the client software was replaced and the database was rebuilt as a preventive measure. There was no service performed on the aberrometer. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).